Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. However, visual analysis did note atrial and ventricular grommet damage. The cause of this damage is unknown.